Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and new information received from the customer. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. It was likely that the pins of the electrical contacts of the video connector interfered with the video signal between the endoscope and the processor resulting in the image not being displayed. The instructions for use (IFU) provides the following guidelines: "do not use a pointed or hard object to press the buttons on the front panel and/or keyboard as this may damage the buttons. Do not apply excessive force to the video system center and/or other instruments connected as damage and/or malfunction can occur."

Event description:
The customer contacted olympus on 03-aug-2021 to confirm during preparation for use for a diagnostic cystoscopy, the evis exera video system center had no image. The malfunction was noted prior to the patient being brought into the room for the procedure, there was no delay in the procedure. A different device was used to complete the procedure. There was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
This supplemental report is being submitted to correct the aware date of the initial report. It was discovered the aware date was reported incorrectly on 07oct2021. The correct aware date for this event is 08jun2021. Olympus will continue to monitor for similar events.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The customer's report of no image was confirmed due to bent video connector pins. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer contacted olympus to report during preparation for use, the evis exera video system center had no image. There was no patient/user injury or harm reported to olympus.